Manufacturer narrative:
(B)(4). This report is for a report of air in the patient line. In a follow up call by product surveillance, the patient stated that she was very careful to make sure the line was primed completely and that when she watched, the air entered the line from her once initial drain began. This report was not confirmed in the lab due to a lack of sample. There was not enough data within the report to identify root cause. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted (B)(4) regarding air bubbles in the patient line on the home choice (hc) during initial drain. (B)(4) explained the hp would need to start over using new supplies. During follow up, the nurse was unable to provide any additional information on the possible cause of the air in the line. To her knowledge therapy was continuing. During follow up with the hp stated that through discussion with the technical service representative (tsr) and by both her and her husband watching very carefully they determined that the air was mostly likely coming from inside of her. The hp said they were very careful to make sure the line was primed completely and that when they watched, the air entered the line from her once initial drain began. The patient was involved. But there was no serious injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.